Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: the pump's black box showed unexplained pump reboot events. The pump base was cracked between the keypad and the case seal. No visual evidence of moisture was observed from outside the pump. The battery compartment was undamaged, and no battery cap was returned. The pump powered up with audible and vibration to a blank screen. Moisture corrosion was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an intermittent power issue with the pump. The reporter stated that there was moisture observed behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.